Manufacturer narrative:
The unit was received with a blank display due to a broken solder joint b1 on the interface board. The insulin pump was received with a minor scratched display window, a cracked case on the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a crack near the reservoir window. The customer's blood glucose reading was unknown. No further details were provided.